Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed open blisters on his back with drainage and the elastic part of the garments rubs his skin. The patient had a previously given prescription antibiotic cream mupirocin for an unrelated issue but their cardiologist advised it was ok to use it for their current skin irritation. During a follow-up, it was reported that the patient's irritation improved after using the mupirocin.